Event description:
It was reported via repair work order that the foot end lift was stuck in the high position due to the foot section potentiometer losing its limits and requiring calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end lift was stuck in the high position due to ball screw malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot end life being stuck in an elevated position was due to the foot section potentiometer losing its limits and requiring calibration and not the ball screw as previously reported.